Event description:
During evaluation of a returned homechoice (hc) machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 21:31 during cycle four. The ultra filtration volume was 1322 ml, indicating the home patient (hp) drained 1322 ml more than the largest prescribed fill volume of 2000 ml. No additional information is available.

Manufacturer narrative:
(B)(4). An increased intra-peritoneal volume event was identified during the event history log review. The cause of the reported issue was determined to be one or more cycles advanced to next fill when slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.